Event description:
The pump was returned for investigation. Investigation revealed a dim, fading and reddish colored display. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/24/2015 with the following findings: the display was found to be dim, fading, and reddish in color. The cartridge and battery caps were not returned; a test battery cap was used to verify steps. (B)(6).